Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station has failed bioid. A field service engineer reported that bioid connections was cleaned and reseated. Following they replaced zip ties and functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had bioid failed. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.